Event description:
The reporter contacted animas on (B)(6) 2012 alleging that sometimes the pump will push insulin out during the load cartridge step. The prime history shows some instances of low prime volumes. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box showed that the load cartridge step was not performed during cartridge changes. There were no pump not primed or cartridge not detected warnings observed in the black box. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at five pounds. The pump was opened and no damage was found to the force sensor circuit. Loss of prime warnings were verified in the black box and improper cartridge changes observed.